Manufacturer narrative:
In response to FDA report number mw5085934. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to rupture and capsular contracture, baker grade unknown. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported, via voluntary medwatch, a right side rupture, capsular contracture bake grade unknown, pain, "swollen lymph nodes all over my body, lumps in both breasts that hurt and very tender." Device remains implanted.